Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was for the past couple weeks the pts stimulator was not working and was causing them more pain. It hurt to even touch the stimulator and if they turned on their side the device was poking out of their skin from underneath. The pain had been increasing slowly for about a month but the last week it was increasing to pain all through the sides of their lower back into their legs. Patient saw their healthcare provider today and they were scheduling mris for the patient. Patient turned the device off but it was still causing quite a bit of pain throughout their back. Patient was very nervous about having the device still in their body because they thought the leads were causing their back pain. The healthcare provider told the patient to keep the device charged until their next appointment on july 6th and that a manufacturing representative would probably be at the appointment to see if the implant was still functioning properly. Agent reviewed information. Agent redirected pt back to healthcare provider (hcp).

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.